Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during intra operation the right ventricular (rv) lead exhibited increase in impedance. The lead was attempted not used and replaced. No patient complications have been reported as a result of this event.